Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited right ventricular (rv) noise, oversensing, and pacing inhibition during a patient procedure. The device was checked after the procedure and was noted to be operating as programmed. No adverse patient effects were reported. The device remains in service.